Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din 00060348, lot number w7g18c2, exp (B)(6)with fentanyl and 5% dextrose; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked at the connection to the fentanyl 2000mcg/250ml infusion and the patient was not receiving the medication. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked was confirmed and replicated during testing. Visual inspection of the set showed that the vinyl tubing had a slice cut approximately ½ inch above the upper fitment, measuring 0.0389 inches long. Functional and pressure testing was performed; a leak was observed from the slice cut. The root cause of the leak was a cut in the tubing.

Event description:
The tubing leaked at the connection of the upper fitment to the silicone segment. The leak dripped into the module and resulted in shutting the device off.